Manufacturer narrative:
Device passed displacement test, prime test and excessive no delivery test. Unable to confirm motor error alarm and unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and motor error alarm. Customer's blood glucose level was unknown. Customer was able to complete insulin pump rewind. Customer reports that reservoir was unable to lock in place. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.